Event description:
Healthcare provider called to report a left-side rupture seen during surgery, and a bilateral side capsular contraction baker grade iii/IV / concern with the product implant exchange. The device has been explanted and replaced.

Manufacturer narrative:
Device revision or replacement. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A microscopic analysis was performed which identified broken is found with the following condition smooth edge on posterior assessed as smooth opening, crease smooth/ crease sharp edge on posterior assessed as fold flaw opening and wear abrasion. Based on the device analysis the final assessment is: a broken is found with the following condition smooth edge on posterior due to smooth opening, crease smooth/ crease sharp edge on posterior assessed as fold flaw opening; missing shell assessed as inconclusive.

Event description:
Healthcare provider called to report a left-side rupture seen during surgery, and a bilateral side capsular contraction baker grade iii/IV / concern with the product implant exchange. The device has been explanted and replaced.